Event description:
It was reported that a cartridge alarm occurred while pumping. Customer experienced diabetic ketoacidosis with blood glucose (bg) of 600 mg/dl. Customer administered a manual injection (mdi) to address elevated bg, and continued to use to mdi for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.